Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock of a one-link catheter extension set ¿would not fully connect and became loose during use.¿ this occurred during infusion of lactated ringers solution. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye. The sample arrived out of the pouch primed. All components are correctly placed and according to specifications. The sample was then functionally tested by connecting it to an extension set. The sample was then primed and checked for leaks. The samples primed and flowed normally. No leaks nor disconnections were noted. Based on the results the unit is a conforming product. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.